Event description:
During lumbar laminectomy at l4-l5 on a pt the front of the instrument broke off. The case was extended 30 minutes to retrieve the broken piece from the pt's medullar canal. Additionally, the physician had to extend the laminectomy with another kerrison and pt sent to x-ray.